Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, an issue related to the device's sensor board and oxygen blending module were observed. The device's sensor board and oxygen blending module board were replaced to address the issues.